Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that the patient observed a popping noise from the device, which was followed by a patient notification. Upon further inspection, an extended charge time limit was noted. The device was explanted and replaced with no complications.